Event description:
The customer contacted baxter's technical service center regarding becoming disconnected from the patient line, which occurred on the home choice (hc) during dwell. The baxter technical service representative (tsr) assisted the homepatient (hp) in ending therapy. The hp to restart with new supplies and was advised to notify the nurse as well. Product surveillance contacted the patient on (B)(6) 2010 regarding the disconnection. The patient stated he "fidgets" with his line and he did not properly connect his patient line. The patient's supplies were fine, however, he discarded the supplies and started over with new ones. The patient does not recall the lot number. The patient's transfer set is also still functioning properly. The patient stated that he contacted his nurse and they were checking to make sure his effluent was clear. The effluent has been clear and no medical intervention was warranted. The patient stated that he is more conscious about connecting and he no longer has any problems.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed in the lab due to a lack of sample. The root cause was undetermined. The lot number is unknown therefore a batch review was not performed. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.